Manufacturer narrative:
The reported event of connection anomaly could not be confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported that during implant procedure, patient's left ventricular (lv) lead failed to advance in the header of the implantable cardioverter defibrillator (ICD). The lv lead and ICD was not implanted, and the procedure was completed using an alternate lead and ICD on (B)(6) 2024. The patient was stable.